Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint review identified that in the absence of products, patient x-rays and patient demographics, insufficient information has been provided to verify the reported incident. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
The patient was revised due to severe wear of polyethylene. When the patient was revised, it was noticed a breakage of 1 screw.